Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that difficulty was noted while advancing the vision through a previously placed stent. As an attempt was made to withdraw the vision through the previously deployed stent, the stent was dislodged from the balloon and pushed onto the proximal shaft, where it remained and was removed as a unit with the stent delivery system (sds). No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the inability to cross can be affected by anatomy, disease, pre-dilatation, device placement, interactions with devices, device size selection, and accessory support. Stent dislodgement can be effected by improper/inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with devices and/or anatomy, and lesion morphology. The stent movement could have been due to an interaction with the previously deployed stent or calcification. A conclusive root cause for the inability to cross the lesion and the stent dislodgement cannot be determined.